Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted on (B)(6) 2016. The patient reported that the skin reaction caused her to see her physician. The patient saw her physician about a year ago and did not wish provide any further information regarding the skin reaction. No additional event or patient information is available.